Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports that they "had textured allergan implants put in [after expiration of product's ce mark.]" I'm worried that these are now unsafe." The device remains implanted. This relates to the left side.